Manufacturer narrative:
H6) the manufacture representative went to the site to test the imaging system and user reported door was not always opening with pendant button press and system was not always docking with pendant button press. Unable to duplicate reported issues. Logs showed failure to open the door on some of their attempts. It looked like the rotor home switch was not being recognized. However, the door open function did start working for them and was working fine for me during my testing. As a precaution, cleaned optical switch and reloaded motion control firmware. Logs also showed the system was not docking on some of their attempts. Evaluating the logs showed this was the known docking software bug. The system was very close to the docked position and would not dock for them when they pushed the button. User had been instructed in the past to raise and extend the o and tried to dock again. This would had resolved their difficulties this morning. System checkout was performed. System was ready for use. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system experienced a series of difficulties relating to the system motion. Site was unable to get the door to open via the pendant button, and had to open via the yellow button on the gantry. Additionally, the site stated the system was "difficult to dock." There was no patient involvement.